Manufacturer narrative:
The observed failure appears to be consistent with an overlarge down-force application of mechanical stress to the tube at or near the external collar of the port housing.

Event description:
Patient reporting no sensation of her band. Accessed port, 6.75ml reported to be in band, planned to increase to 7ml. Upon withdrawing fluid from the band, the fluid was a murly yellow colour. Suspecting something was wrong, I measured the fluid in her band and found there to be only 2.5mls present. Xray appointment: volume check performed revealed a loss of fluid with discoloured 3 mls yellow in colour suspicious for leak. The leak test was positive with contrast surrounding the proximal part of the tubing at the port side: the tubing connector in the mid part of the tube appeared intact and there was clearly leaking from the part connected to the port itself. Tubing had detached from the port. Port was replaced.